Event description:
Pt reported lap-band revision surgery because the band had allegedly "slipped." The device was later removed due to the pt's alleged "excessive vomiting." The pt reported that the physician will report that "I am a non-compliant pt" because "I did not attend follow up appointments" and "they would say I am eating too fast or too much. I would beg to differ." Follow up findings: health professional has declined to provide any further information for this record at this time.

Manufacturer narrative:
Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event of band slippage and vomit as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."